Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient did not feel good. She stated she was conscious but mentally did not know what was going on around her. The cgm was 88 mg/dl so the family gave her an emergency glucose kit and dr. Pepper drink but she still did not feel well. An ambulance was called and when they arrived, they checked a finger stick and it was 21 mg/dl. It is unknown what the cgm was reading during this time. The patient started to feel cold while in the ambulance and was transported to the hospital. At the hospital, the cgm was not checked but a bg was taken but could not recall the value. The patient's was treated with IV therapy but was still cold. Her temperature was 94.1 degrees fahrenheit so they wrapped her in a blanket and blew hot air on her and she gradually started to feel better. She was in the hospital for 6 hours. When she felt better, she ate a sandwich. On the way home, she checked the cgm and it was showing "high" with two arrows up. When she got home around midnight, the cgm was still "high" and the bg was 350 mg/dl. The sensor was removed. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient did not initially feel good. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.